Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (time/date reset) issue. The reporter stated that the time and date reset to default when the battery was removed from the pump for less than 24 hours. There was no indication that the product caused or contributed to an adverse event. This complaint is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of 30mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported due to the bg excursion the patient experienced while on insulin pump therapy.